Event description:
Reportedly, after firing, the surgeon turned the wingnut 2 and 1/2 turns and the anvil never tilted. According to both surgeons, the instrument did open. As they maneuvered the instrument upon removal, it perforated the bowel which ultimately required them to create a permanent colostomy. After the instrument was removed, the scrub tech played with it and apparently got the anvil to tilt. Pt injury unintended colostomy. Procedure: lar converted to a colostomy.